Manufacturer narrative:
Additional information received: february 03, 2017. The manufacturer's field service engineer (fse) indicated that the customer could not provide the serial number. Device evaluation: fse indicated that the unit did not went to ventilator inoperative and there was no diagnostic error code message shown in the unit. Resolution and disposition: customer decline philips service; therefore, repair was not done, conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to customer declined philips service; therefore, no root cause could be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the oxygen intake valve leakage. No other information provided. Customer reported there was no patient involvement.